Event description:
It was reported that the device was explanted after an implant duration of approximately 123 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
To summarize this event, a male patient had a pfo defect closed with an amplatzer cribriform occluder (aco) in 2008 and presented to the hospital recently with difficulty walking and multiple severe systemic embolic events. The vascular surgeons were consulted and confirmed that the patient had a saddle embolism at the level of the aortic bifurcation. The patient¿s leg was unable to be saved and was amputated. Several days later, he went into renal failure and went on dialysis. He then had a significant cva. The aco looked well deployed on tee, although, there was a clot visible on the aco. The implanting physician indicated at implant, the patient did not have a hypercoagulable state, but he never returned for follow-up appointments. It is unknown if the patient followed the six-month recommendation for antiplatelet therapy.